Event description:
Caller reported that a touchscreen on a medical device was cracked or shattered, rendering the touchscreen unresponsive and the device ineligible for use. The customer's blood glucose level did not exceed 500 mg/dl during the incident, and no adverse impact was reported. Tandem technical support arranged to replace the faulty pump, confirmed the customer's shipping address, provided instructions for storing and transporting the device, and required the return of the defective pump within 10 days. The customer did not share their backup therapy plan during this time.